Manufacturer narrative:
Locking mechanism on end effector broke during impaction. Device evaluation and results: visual inspection: visual inspection confirms a sheared off (B)(4) hip release knob also seen failed locking mechanism with ball bearings failing. Reference attached images. Dimensional inspection: dimensional inspection was not completed as the visual inspection clearly shows the failure of the device. Functional inspection: functional inspection was not completed as the visual inspection clearly shows the failure of the device. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 12/13/2015. Complaint history review: based on the device identification, the (B)(6) complaint databases were reviewed from 2011 to present for similar reported events regarding the variable hip end effector, failed locking mechanism. There have been no other events for the referenced serial number. There has been 3 events referenced for the lot number. Prs # (B)(4) was found to be from the same lot as the part in this complaint. The part from pr # (B)(4) displayed the same failure. Conclusions: alleged failure confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During impaction, the locking mechanism on the end effector broke.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During impaction, the locking mechanism on the end effector broke.